Manufacturer narrative:
Additional information was received that it was confirmed that the contacts were removed from the patient's body.

Event description:
A report was received that the patient was experiencing loss of stimulation. X-ray was taken and it appeared that the lead was not in the epidural space and lead contacts were reportedly broken and appeared to be floating.

Event description:
A report was received that the patient was experiencing loss of stimulation. X-ray was taken and it appeared that the lead was not in the epidural space and lead contacts were reportedly broken and appeared to be floating.

Manufacturer narrative:
Adverse event and product problem should both have been checked. Additional information was received that the patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation. X-ray was taken and it appeared that the lead was not in the epidural space and lead contacts were reportedly broken and appeared to be floating.